Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported head set leaky / adhesive plaster wet at two times, (B)(6) 2017. Leakage between plaster and cannula, plaster is wet, smells like insulin. No adverse event alleged. A request was made for the return of the device. High blood glucose levels.